Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient was initially at home, but was transported to the hospital. At 23:43:22 on (B)(6) 2015 a treatment was delivered during asystole. The patient was unconscious at the time of the treatment. It was reported that the patient's wife heard the alarms and did not press the response buttons. The ems was notified. The rhythms at time of the treatment was asystole and post-shock rhythm was asystole with motion artifact. Over-sensing of small cardiac signal contributed to the false detection. A review of the downloaded data confirms the response buttons were not pressed during the entire event. Ems tried to revive the patient. The patient later passed away at the hospital. There is no information to suggest that the lifevest caused or contributed to the patient's death.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt (B)(4) has been completed. Upon evaluation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Monitor sn (B)(4)- reuse, electrode belt sn (B)(4): 04/2010 - reuse.